Manufacturer narrative:
Three opened sensors were inspected and performed bicarbonate buffer tests. One out of the three sensors failed for low readings. The two remaining sensors passed per spec with accurate readings. The cannula was also found split from the tubing.

Event description:
The customer reported via phone call of having issues with their sensor. The customer states receiving a lost sensor, calibration error and change sensor alarms. The customer's blood glucose level at the time of incident was 178mg/dl. The customer also states the transmitter is not sticking and the serter device is not inserting. The customer also states the transmitter does not blink when connected to the sensor. The customer states the pump is not communicating with the transmitter. Troubleshooting was conducted. The device is being returned for analysis and replaced.